Manufacturer narrative:
This is one of two related mdrs. Please see MDR 9610905-2017-00084. (B)(4). Reference exemption number e2017029.

Event description:
Screw head broke off at the thread.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.